Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that: on the way from the care unit to the op the oxylog 3000 displayed an error message ¿tf 04.0026 poti vt unplugged¿ with acoustical alarm and switched to standby-mode. No injury reported.

Manufacturer narrative:
For the investigation the logfiles were analysed. The described failure "poti unplugged" could be confirmed. In case of this failure the device generates optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. The device has been repaired by replacement of the front plate, which includes the potentiometers. Investigation of the front plate showed that an oxide layer on the contact area at a potentiometer developed which increased electrical resistance, finally resulting in the reported malfunction.

Event description:
.